Manufacturer narrative:
Concomitant medical products: 694965 lead implanted: (B)(6) 2007; dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing observed with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.